Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that they were having leaking issues with the cassettes. In addition, the patient line was not staying fastened to the patient. The fluid started coming out of the cassette. The patient contact has 2 boxes with the same lot number that she would like to send back. The patient contact used a new box and nothing happened. Upon follow up, the pdrn confirmed the fluid leak occurred during the second exchange of treatment. The pdrn stated that the patient reported the patient line somehow became dislodged, but the cause is unknown. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics floxacin (250 mg, oral, once a day for a three days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported that they were having leaking issues with the cassettes. In addition, the patient line was not staying fastened to the patient. The fluid started coming out of the cassette. The patient contact has 2 boxes with the same lot number that she would like to send back. The patient contact used a new box and nothing happened. Upon follow up, the pdrn confirmed the fluid leak occurred during the second exchange of treatment. The pdrn stated that the patient reported the patient line somehow became dislodged, but the cause is unknown. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics floxacin (250 mg, oral, once a day for a three days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using a stat drain in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.